Event description:
It as reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on 10/05/2023. After inserting the sensor, the patient started doing housework. At an unspecified time on the same day ¿the machine made noises¿ alerting her to remove the sensor and change it. She checked the sensor site on the arm and noticed the sensor had fallen off. She concluded that the sensor had come off earlier in the day while she was doing housework. No specific sensor message, alarms, or alerts were mentioned by the patient. The patient was concerned that she had diabetic ketoacidosis and she contacted a friend who suggested that paramedics take her to the hospital. She was worried and did not know ¿what was going on.¿ no home bg meter values or symptoms were specified. Emergency medical services (ems) transported her to the hospital where her bg level was over 700 mg/dl. She was admitted and treatment details were not provided. At the time of the report, her bg level was stabilizing in the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.